Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve that covers the cannula did not cover the non-patient needle causing blood to flow contaminating the sample and the patient on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received a photograph for investigation. The evaluation of the photograph conveys evidence of sleeve leakage; no side pierced sleeve could be evaluated from the photo. Additionally, functional tests were performed using 10 retained samples, with 6 tubes drawn from each sample. No leakage was observed in any of the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve that covers the cannula did not cover the non-patient needle causing blood to flow contaminating the sample and the patient on unspecified number of devices. There was no health impact or consequence reported.